Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced magnet retention issues with the device. Subsequently on (B)(6), 2015, the patient underwent revision surgery; the internal magnet was removed and an abutment was placed. The implanted device remains.